Event description:
It was reported that devices were used during an unknown procedure. It was reported by the rep that during assembly, the hp052 handpiece emitted steady tone and two other handpieces broke during installation. Another device was used to complete the case. There was no consequence to the patient.